Event description:
Literature was reviewed regarding 'drug-coated balloon angioplasty for dysfunctional hemodialysis access'. The time frame of this study was not explicitly mentioned in the document. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: admiral xtreme plain balloon catheter. Deaths occurred in the study population. The causes of death were not explicitly detailed in the document. Patient adverse events included: restenosis and reintervention, stroke, and pulmonary embolism. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Literature ref: doi: 10.2215/cjn.0000000000000359. A2: average age a3a: majority sex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.